Event description:
It was reported that the customer experienced a blood glucose level of 40-60 mg/dl; cause of bg was unknown. Customer consumed carbohydrates to address their bg level and continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.